Event description:
Reporter alleged discrepant back to back results 445 mg/dl versus 122 mg/dl and 369 mg/dl versus 114 mg/dl when comparisons were performed 3 to 4 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.